Manufacturer narrative:
Product event summary # the pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the pump; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the event appears to have been related to the patient having dropped his/her controller and the ensuing trauma. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient presented for an outpatient clinic visit and reported having dropped his controller. The patient reported that the controller had been dropped during sleep. The patient requested that site personnel check her driveline (dl) exit site. Upon examination, the dl exit site dressing was noted to have a small amount of bloody yellow exudate coming from the exit site. There was no pain or tenderness associated with this event. The site further reported that the exit site was hypergranulated and was friable. The exit site was cultured and then treated with silver nitrate. The site also secured the device with a centurian foley device. The patient was started on oral keflex empirically on an outpatient basis. This was later switched to oral bactrim ds due to a penicillin allergy. Cultures proved to be positive for (B)(6) with sensitivity to bactrim. On (B)(6) 2015, the dl exit site dressing was noted to have scant amounts of drainage with mild to no erythema. The site reported that they removed a scab from the site. The patient did not develop fevers and the antibiotics were discontinued on (B)(6) 2015. The dl exit site was noted to be healed without drainage or signs or symptoms of infection at that time. The event was reported to have been resolved on (B)(6) 2015. The primary investigator reported that the event was related to patient having dropped his/her controller and unrelated to the patient condition or to the implant procedure. No further information has been provided.